Manufacturer narrative:
The device was not returned to cordis for analysis. A device history record review was performed and showed that this lot of products (r1006451) met all requirements per the applicable mqp, including the burst test values. In this case, lesion/vessel characteristics likely contributed to the reported event.

Event description:
It was reported that the balloon ruptured. The intended procedure was angioplasty of the superficial femoral artery (sfa) via a contralateral approach. The vessel had severe calcification, severe tortuousity and a 99% stenosis. The savvy balloon catheter was advanced and positioned across the target lesion. The balloon was inflated using an indeflator, however, it ruptured at 4 atmospheres. No additional patient or procedural details were provided. It is unknown if difficulty was experienced while advancing the catheter to the lesion or crossing the lesion.